Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 453 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injections for high blood glucose level. Customer stated that they by passed the step of blank display. Customer stated the contacts on the battery cap are not missing or damaged. Customer stated battery compartment is neither damaged nor corroded. Customer stated the spring is neither damaged nor corroded. The insulin pump will be returned for analysis.